Manufacturer narrative:
During the device evaluation it was revealed that the handswitch was broken.

Event description:
Customer stated that during testing the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.